Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 236 mg/dl. Although the touchscreen was initially unresponsive on the number 3, during troubleshooting with tandem technical support, the touchscreen ultimately responded to presses. Reportedly, customer continued to use the pump for insulin therapy.